Event description:
During prep of a jl 6 infiniti diagnostic catheter, prior to inserting in the pt, the distal part (approx 10 cm) fell off, as if it had been cut. The product was not clinically used in the pt. There was no pt injury reported with the event.